Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was implanted on (B)(6) 2017. One day post-implant, the right ventricular (rv) threshold measurements increased from 2.5v to 3.5v and the impedance measurements increased from 624 ohms to 2,032 ohms. Boston scientific technical services (ts) was contacted discussed this could represent either a slight lead dislodgement, current of injury, or a lead to device interface. According to the field representative, the physician suspected the issue was an air bubble working its way out based on noise artifact and some pacing inhibition of approximately 4 seconds. No adverse patient effects were reported. The patient's son called ts eight days later to report that the patient had passed away. The caller wanted to know what to do with the remote home monitor. The caller confirmed the cause of death was atrial fibrillation and that there were no allegations against the device system. The device and rv lead were not returned post-mortem. The field representative also confirmed there were no allegations linking the patient's death to the recent procedure or the implanted device system.